Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent balloon deflation difficulties and removal difficulties occurred. During a percutaneous coronary angioplasty procedure predilation was performed and a 3.50mmx20mm promus element plus drug-eluting stent (des) was implanted. Upon deflation of the stent delivery balloon, only the proximal end of the balloon was deflated. The device was forcibly pulled into the guide catheter and it was then noted that the monorail area was loosened. The devices were removed over the guide wire as a whole unit and a new guide catheter was then advanced to check the previously implanted stent. The promus element plus des was in good position and the vessel was well opened. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: promus element plus mr, ous, 3.5 x 20mm stent delivery system was returned for analysis. The device was broke at the port weld site and therefore returned in two parts. The stent was not returned for analysis with the device as it was deployed during the procedure. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions and no crimp markings were evident on the balloon wall due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. Negative pressure seems to have been applied as the balloon was bunched at the distal end most likely because of vacuum pulled. There was evidence of dried medium (resembling blood) inside the balloon. The proximal bond was reviewed and there were no issues noted. The device was returned in two sections (as a break occurred on the proximal end of the port weld) the first section containing the balloon, tip and inner/outer shaft polymer extrusion and the second section included a stretched port weld area, damaged midshaft, kinked hypotube and undamaged manifold. Due to the condition of the returned device being in two sections and the kink located in the inner (proximal of the bi-component weld) it would not be not possible to inflate the device and in turn deflate the device accurately. A visual and tactile examination of the mid-shaft section found a break 124.4cm distal of end of strain relief just proximal of port weld. Damage was noted at the port weld which stretched for approximately 6mm in length in a distal direction. A kink was also noted at the port exit site. The inner lumen was kinked (folded back on itself ) proximal of the bi-component bond. There was inner/outer damage located within 5cm distal of the break. The bi-component bond showed no signs of damage or strain. The midshaft was flattened and damaged (distally) from the hypo/midshaft bond for a length of 10.7cm. This type of damage noted on the extrusion is likely to have been caused by excessive tensile force being applied to the delivery system. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent balloon deflation difficulties and removal difficulties occurred. During a percutaneous coronary angioplasty procedure predilation was performed and a 3.50mmx20mm promus element¿ plus drug-eluting stent (des) was implanted. Upon deflation of the stent delivery balloon, only the proximal end of the balloon was deflated. The device was forcibly pulled into the guide catheter and it was then noted that the monorail area was loosened. The devices were removed over the guide wire as a whole unit and a new guide catheter was then advanced to check the previously implanted stent. The promus element¿ plus des was in good position and the vessel was well opened. No patient complications were reported and the patient's status was stable.